Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient(pt) experienced issues while attempting to charge a pain stimulation implantable pulse generator (ipg). The device would not charge properly and displayed a temperature warning message indicating 37.5. After a short period of charging, the device stopped and the temperature message appeared again. The patient was advised to call back with the equipment available for further troubleshooting. No patient complications have been reported as a result of this event. Pt called back and confirmed they were getting antenna too hot message with the thermometer on the screen. A request was sent to repair to replace the recharger antenna.